Manufacturer narrative:
Date of event: this date is an estimate. The main component of the system and other applicable components are: product ID: 3889-28, lot# va0vhnn, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare providers of a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. The patient had a bladder infection and blood and clots in her urine. The infection started two days prior to (B)(6) 2016, it was confirmed, and she had urinary tract infections one to two times a year. The healthcare provider was concerned about bladder perforation, thinking the lead wire was at the patient's bladder. It was reviewed that the lead wire was placed at the sacral nerve. The patient had some bowel incontinence and there was potential contamination from her bowel. Therapy seemed to be working and she felt stimulation more for her bowel than for her bladder. The patient planned to see her doctor the following week. In order to resolve the blood and clotting in the urine and the bowel symptoms, the patient was treated with an antibiotic by a nurse practitioner. The bladder infection was not related to the patient's underlying urinary dysfunction, it was not related to the device or therapy, and it was treated with medicine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.